Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and occipital neuralgia. It was reported that the impedances on contacts 6 and 7 showed >40.000 ohms intraoperatively. The lead was inserted into the battery in the top port, impedances were taken and showed ¿poor connectivity¿ so they removed the lead, wiped down, and re-inserted and got the same message. They removed the lead and inserted it into the bottom port and got the same message. The impedances were tested and the following impedance results were reported: 0-5 were fine. 6-7 were >40,000. Troubleshooting steps were reviewed. The healthcare professional (hcp) was recommended to apply light pressure at the distal end of the lead while taking impedances to see if the values would change for contacts 6 and 7. The hcp stated they could not feel the end of the lead and fluoro had already been removed from the room. The hcp stated they were leaving the lead in as they did not plan to use contacts 6 and 7. It was reviewed to re-test in recovery and at follow up to see if they have changed to a normal impedance or if they are still high. Additional information noted that the impedances test were done in recovery and it was noted that the impedances were still >40,000 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was stated that impedances were retested in recovery and post-operation appointment and they were still high. Patient's programs were not using those electrodes and patient was getting good coverage. The cause of the impedances were reading high remains unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.